Event description:
The customer returned the gastrointestinal videoscope to the repair center for a separate issue. During the device analysis, the repair team indicates that burn in the c-cover insulation and distal end plastic cover was found. It was determined that the c-cover insulation and distal end plastic cover needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.